Event description:
Dealer states that both motors are not holding on a ramp, and both have a lot of play in them.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.